Event description:
The reporter indicated that the suture sleeves are "extremely" loose on the thinline leads. When the surgeon attempted to extract the lead, he could pull the lead back with very little force. The suture sleeves don't seem to be snug, even though they appear to be tied down. The suture sleeve doesn't contract around the lead body. The lead is to be returned for analysis.

Manufacturer narrative:
The fixation times are within specs. Cannot account for lead dislodgement. The coils were crushed in two places by clamping stresses. As a result of this clamping, the etfe insulation on adjacent coils was damaged causing the hipot failure.